Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had no delivery alarm. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with shot with syringe. It was reported that the customer had no delivery alarm during the self bolus. The troubleshooting was performed and was advised to reconnect tubing at quick release set and prime a 5 units fixed prime/fill cannula and resulted in no delivery. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.